Manufacturer narrative:
Update on 03/12/2021: the customer sent a letter with the returned products. In the letter, the patient stated he received a reading of over 300 mg/dl and two minutes later a reading of 159 mg/dl. Unsuccessful callbacks were made to the customer to clarify if the results on the original call were the same results listed in the letter.

Event description:
It was reported the patient received the following results within 15 minutes: 357 mg/dl and 153 mg/dl. Update on 03/12/2021: the customer sent a letter with the returned products. In the letter, the patient stated he received a reading of over 300 mg/dl and two minutes later a reading of 159 mg/dl. Unsuccessful callbacks were made to the customer to clarify if the results on the original call were the same results listed in the letter.